Manufacturer narrative:
(B)(4). One piece sled. The (B)(4) device was received with no visual non-conformances. The device was loaded with an (B)(4) unfired cartridge. Upon further inspection of the cartridge, the one-piece sled was found damaged. One possible cause for this type of damage may be improper loading of the cartridge. If the cartridge reload is not fully seated when the device is closed, the sled will break. When inserting the cartridge, slide it against the bottom of the cartridge jaw until the cartridge reload alignment tab stops in the cartridge reload alignment slot. Snap the cartridge reload securely in place. The device is now loaded and ready for use. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device was locked out when it was fired on the gastric body at the third firing. The staples were not deployed and the knife did not move forward at all. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences for the patient.